Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12122. It was reported that the patient's atrial and right ventricular lead were exhibiting lead noise consistent with lead fracture. The patient was asymptomatic. The physician explanted and replaced both leads. The patient was stable throughout.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received with the return of the leads indicated that the noise was over-sensed.

Manufacturer narrative:
The complaint from the field of lead noise was confirmed. Final analysis found external insulation abrasion at 14.3-14.6 cm from the pin consistent with lead friction to the ICD can.